Event description:
It is reported that during surgery in 2009, the surgeon implanted expired product.

Manufacturer narrative:
Evaluation summary: the product experience report stated that the labeling showed that the lcck articular surface had expired, however, it was still implanted in the patient. The hospital wanted to ensure that this would not pose risk to the patient. Evaluation: discussions with polymer research yielded that research had been performed that conventional ultra high molecular weight polyethylene (uhmwpe sterilized by gamma radiation in an inert atmosphere subsequently stored in an inert environment) could have an increased shelf life from 5 years to 8 years. This particular product was conventional uhmwpe packaged in the nitrogen-packaging, so the shelf-life could have been extended to 8 years. If returned, it would have been over-labeled to reflect the new expiration date. Although it was safe to implant the articular surface, zimmer does not condone that the hospital staff did not check the expiration date prior to implanting the articular surface. However, in this instance, implanting the articular surface will not introduce risk to the patient.